Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues were reported by the account. It was communicated that the next admission schedule was being adjusted. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: patient weight was not provided, request for this information has been made. H6: generalized disorders e23: hemodynamic instability e2343. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a planned procedure for hemodynamic assessment and replacement of their system controller and was hospitalized from (B)(6) 2024 to (B)(6) 2024. It was noted that the patient's anxiety was strong, and they were discharged due to postponement of admission. Related manufacturer reference number: 2916596-2024-01293 (controller).